Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit wouldn¿t start and has a beeping sound. There was no patient involvement.

Manufacturer narrative:
Corrected field : h8. Updated fields: b4,d8, d9, g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0670000770 pcb, exec processor serial number (B)(6) with a reported unit failure of power up failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-0770 pcb, exec processor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070000639 revision r. The fat dept. Proceeded to turn the cardiosave on. The cardiosave powered up with no trouble found. The fat dept. Performed a series of off and on, and each time the cardiosave powered up. The fat dept. Could not duplicate the failure experienced by the customer of power up failure. The board passed testing. Due to the board having an older revision, the supplier cannot evaluate this board. Retaining the board in the fat dept. Per procedure number (B)(4). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce for the reported malfunction. The fse replaced the executive processor board (0670000770) after service support recommended replacement. The fse completed the calibration procedures. The unit was functioning properly.

Event description:
N/a.